Event description:
It was reported occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. Technical support advised on troubleshooting steps including cartridge replacement and bolus delivery, which was successful. A one time replacement pump was sent.